Event description:
Additional information was received from patient. They reported pt states she got a follow up letter from medtronic 2019-jul-01. They didn't recall calling in but stated that the programmer was working. They mentioned they still had not been able to get a response from the healthcare professional (hcp) on when they can meet with the manufacturer representative (rep). No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that when they had the remote off, the implant does not work. But when they keep the remote on, the implant works. Patient thinks their therapy worked better when the controller was powered on. Patient further reported they can take care of this with pads. They mentioned they had not checked the ins in a while because they have been having a lot of medical issues and tests that were unrelated to the ins. Moreover, they were getting poor communication on their patient programmer. Patient did use the antenna and confirmed it was secure and when synching however didn't resolve the poor communication. Even when they placed the ins directly over the ins the poor communication still did not resolve. Patient stated that they usually sync with ins by hitting the top blue button on the left side and that was only how they were able to sync. So during call, they did so and was able to connect and showed stim was on. No further complications were reported or anticipated.